Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "outside label of the box was a 300cc implant but inside the box was a 330cc". Healthcare professional later reported "concerns with the product plus bilateral capsular contracture baker grade iii". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Clarification to d6a implant date: partial date 1997. Additional, changed, and/or corrected data: b3, b5, b6, d6b, g1, h6, h11.

Event description:
Healthcare professional reported left side implant exchange due to concerns with the product and capsular contracture baker grade iii. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "outside label of the box was a 300cc implant but inside the box was a 330cc". Healthcare professional later reported "concerns with the product plus bilateral capsular contracture baker grade iii". This record is for the left side. Device remains implanted.